Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("bowel perforation"), pelvic pain ("pelvic pain/ pain"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A78090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". Concomitant products included carbamazepine (tegretol). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), dysmenorrhoea ("dysmenorrhea (cramping),") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (general surgery), surgery (to remove one or more of essure coils) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the intestinal perforation, pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, female sexual dysfunction, cystitis, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, intestinal perforation, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms decreased. Removal date discrepancy: (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("bowel perforation"), pelvic pain ("pelvic pain/ pain"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A78090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". Concomitant products included carbamazepine (tegretol). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), dysmenorrhoea ("dysmenorrhea (cramping),") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (general surgery), surgery (to remove one or more of essure coils) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the intestinal perforation, pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, female sexual dysfunction, cystitis, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, intestinal perforation, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms decreased removal date discrepancy = (B)(6) 2016. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr: new events: vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, dysmenorrhoea, allergy to metals, device monitoring procedure not performed. Reporter, patient demographic information, concomitant disease, product lot number, lab data added. Product stop date updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.